Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 179mg/dl. A pump system check was performed and the cartridge and infusion set tubing were found to be operating as expected. The customer was able to perform fill tubing to prime the infusion set tubing and resume insulin delivery.